Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and a hypoglycemic event. The sensor was inserted into the abdomen on (B)(6) 2019. The patient reported inaccurate cgm values which continued after calibration. The patient felt weak and slightly hypoglycemic, so she ate an apple and some cookies. Her cgm was reading 110 mg/dl and the bg at the time was 31 mg/dl. During a recheck to confirm the values, the cgm was 101 mg/dl and the bg was 45 mg/dl. It was also reported that the patient had rubbed, bumped, or laid on the transmitter, which is off-label usage of the device, and she had related discomfort during use. At the time of contact the patient was feeling well. The reported glucose values fall within the b zone of the parkes error grid. The data investigation confirmed a difference in values that falls within the c zone of parkes error grid. Data was provided for investigation. The problem was confirmed. The root cause could not be determined post investigation. The event occurred the day the sensor had been inserted. No additional patient or event information is available.